Manufacturer narrative:
A titan otr pump and cylinders 1 and 2 were received. A separation was noted in the longer exhaust tube at the tube/strain relief junction of the pump. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the inlet tube of the pump. This was not a site of leakage. A group of separations was noted on the inlet tube near the detachment end, indicating contact with unshod instrumentation. This was a site of leakage. Groups of partial separations, indicating contact with unshod instrumentation, were noted on the inlet tube of the pump near the detachment end. These were not sites of leakage. Two small separations were noted in the bladder of cylinder 2. These were both sites of leakage. The separations appeared to have a central groove indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that while in-vivo the shorter exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing at the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 2 and inlet tube of the pump occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Lot: 2157979.

Event description:
According to the available information the titan otr device was implanted on (B)(6) 2010 and revised on (B)(6) 2021. No reason for the revision was provided.

Manufacturer narrative:
Additional review determined the event submitted under this manufacturer report number (2125050-2021-00870) was submitted in error as there was no alleged malfunction or serious injury.